Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to battery tube connector not plugged in properly. The pump had scratched display window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 349mg/dl. The customer stated that the pump stopped working and was dead. The customer treated with a manual injection. The display did not return during troubleshooting. Troubleshooting was not able to resolve the issue. The device was returned for analysis.